Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) ventricular sic are recorded since implant. R-wave amplitudes vary between 0.625 and 14.375 mv between the weeks of (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a continuous decline in lead impedance, a rise in pacing threshold and decline in r-wave sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).